Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, or a combination of the two, which led to polyethylene wear and osteolysis. However, this cannot be confirmed as the device was not available for evaluation. (D11) concomitant devices: cn: unknown, sn: unknown) head 36mm +0.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: unknown, sn: unknown) head 36mm +0. No information provided in the following section(s): (catalog number, serial number, UDI number, exp date).

Event description:
As reported a (B)(6) male patient previously received a right tha, approximately 5 years ago. This patient was scheduled for a revision of old novation cup and liner. The patient had osteolysis and had major poly wear. Hospital disposed of implants. Concomitant devices: (cn: unknown, sn: unknown) head 36mm +0.